Manufacturer narrative:
Device is a combniation product. Device evaluated by MFR.: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent identified distal stent damage with the stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found identified multiple shaft polymer extrusion kinks. Core wire damage (kink) was also observed 125cm distal to distal strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00x12mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combniation product.

Event description:
It was reported that stent damage occurred. A 4.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.